Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: (B)(4). Results: the jetd was kinked approximately 126.5, 128.0 and 129.5cm from the hub. Conclusions: evaluation of the returned jetd revealed kinks on the distal shaft. If the device is advanced against resistance, damage such as kinks may occur. During functional testing, the jetd was advanced through a demonstration neuron max without an issue. The non-penumbra sheath used in the procedure was not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right posterior cerebral artery (pca) using a penumbra system jetd reperfusion catheter (jetd) and non-penumbra sheath. During the procedure, the jetd would not advance through the sheath; therefore, the jetd was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverse effect to the patient.